Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. Analysis of the returned device was completed on 3/28/2024. The results are below: the event log was reviewed, and it was confirmed that the pump experienced an abrupt power off during an infusion. It took place 5.9 ml's into a 20 ml infusion. Line 128 has a log_event_on line without a log_event_off before it. During functional testing, the reported problem was duplicated. A 20 ml infusion stopped immediately without any alert or alarm. A new battery was put into the pump, battery reset was completed, and the 20 ml infusion was started again. This time it ran until infusion complete without another abrupt power off taking place. The root cause for the abrupt power off is the depleted battery. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 02/23/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
This MDR is being submitted to add a code 610 under section h: adverse event problem for annex investigation findings(c). This code is being added to make the record look more accurate based on investigation findings during device evaluation.